Manufacturer narrative:
Subject device is an instrument. Investigation is ongoing, no conclusion can be drawn at this time.

Event description:
During a procedure at (B)(6) hospital, (B)(6), a second reconstruction screw hole was being drilled and the drill bit broke in the neck of the proximal femur. The surgeon was unable to retrieve the tip of the drill bit.